Event description:
The hospital requested assistance with retrieval and interpretation of clinical info center (cic) log files. The log files show repeated entries for "alarm pause" key, indicating the keyboard button may have become stuck. Several pt alarms were subsequently silenced. The log file reached its maximum file size at 1:11am and no further info was recorded. There was no report of any serious injury or death associated with this event, nor was medical intervention required. There was no allegation by the hospital of a device malfunction or other deficiency specific to any pt issue. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.